Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed and passed the evaluation. The programmer was powered on and the logfile was downloaded; data review revealed error code 40688 was confirmed in the memory log files. The error code was not able to be replicated during analysis. Due to the presence of the error code 40688 in the tgz files, the ECG board was validated to ensure no hardware failure is present. Testing showed ECG board was always able to power on and off several times, indicating no hardware issue. The touchscreen was tested for functionality and calibration; no anomalies were observed. Laboratory testing was unable to reproduce the unresponsive behavior. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that during a follow-up, this latitude programmer touchscreen froze and was unresponsive. The programmer was rebooted but the same issue occurred. No adverse patient effects were reported. The programmer was return for analysis.